Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three-piece lens, but one haptic bent. There was patient contact, but no injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.